Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd did not receive this information. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Technical service has reached out to the customer and provided the potassium troubleshooting guide.

Event description:
It was reported that after use with an unspecified bd vacutainer® blood collection tubes there was erroneous (elevated) calcium and potassium results. Confirmatory testing results were not reported. Patient impact was not reported. The following information was provided by the initial reporter: it is reported customer experienced elevated calcium and potassium levels in tubes.